Event description:
Patient in the or, operating room, for elective laproscopic roux-en-y gastric bypass for morbid obesity. During the procedure stapler did not fire completely. New stapler was opened on field.